Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by physicians from (B)(6) of aseptic peritonitis in a patient coincident with extraneal viaflex therapy. On an unreported date, the patient experienced aseptic peritonitis. The cause of the aseptic peritonitis was not reported. On (B)(6) 2011, the patient was hospitalized due to the event. On an unreported date, the patient received remedial treatment with vancomycin and cefazolin . It was not reported if treatment was ongoing. A laparoscopy and further unspecified investigations were planned. At the time of this report, the event of aseptic peritonitis had not resolved and the patient was still hospitalized. The physicians reported that the aseptic peritonitis could possibly be related to extraneal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.